Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Cause was not known. The customer consumed juice and soda and their daughter provided toast with peanut butter to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.